Event description:
The cysto-nephro videoscope was returned to the service center with a report of lever damage. This does not indicate a reportable event. However, a reportable failure was found during testing at the service center. During inspection of the device, corrosion was found at the adhesive on the bending section had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.